Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that there were dead pixels on the screen and there was a leak from the video connector side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head did not produce an image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It was noted that watertightness failure was observed in the video connector side. Therefore, it is likely that an image was not temporarily displayed because water temporarily entered from that part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Event description:
The loss of image occurred during preparation for use. There was no procedure or patient impact as a result of the reported event.